Event description:
It was reported that on the (B)(6) 2023 transmission there is an atypical deflection seen that is not sensed which may be as a result of the device output or leads hitting together in the rv. On the next transmission today (B)(6) 2023 the signal was not there. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).